Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the control knob felt too loose on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The defective display assembly was returned for further analysis. Visual inspection of the subassembly verified that the seal was damaged and did not cause resistance to the knob control as designed. The display assembly was replaced and pump meet specifications. The roller pump was released for clinical use. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.